Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of pain could not be confirmed through product analysis of the returned device. However, the reported patient symptom is a known risk associated with spectra procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this spectra penile prosthesis (spp) was thoroughly analyzed. Visual and microscopical testing of the cylinders identified a that the rear tip had been trimmed or shaven down. Both cylinders also had sharp instrument damage resulting in a hole and exposed metal segments in the front tip. This damage was consistent with explant. Upon functional testing, both cylinders passed the bend test with a force readout of less than 1390 grams; therefore, performing within specification. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the spectra instructions for use (IFU). The spectra IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Section d was updated as the returned device did not match the initially reported device. Corrected fields: d4: model number, d4: lot number, d4: catalog number, d4: expiration date, d4: unique identifier (UDI).

Event description:
It was reported that during an original spectra penile prosthesis (spp) implant procedure the patient felt pain leading to the device being removed and the procedure aborted. The patient had been sedated when the implant was cancelled. There were no device malfunctions associated with the removed device. The patient did not experience additional adverse events and was good following the procedure.

Event description:
It was reported that during an original spectra penile prosthesis (spp) implant procedure the patient felt pain leading to the device being removed and the procedure aborted. The patient had been sedated when the implant was cancelled. There were no device malfunctions associated with the removed device. The patient did not experience additional adverse events and was good following the procedure.